Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they had problems with insulin pump. The troubleshooting was performed and was advised to insert new battery and insulin pump alarmed unexpected restart alarm. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.